Event description:
The pt had been transferred and was above the chair when fall occurred.

Event description:
The facility reports the patient probably suffered a spasm, one of the loops had come loose, and the patient had fallen out of the sling. No injuries was noted.